Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were made to the physician and (B)(4) but were unsuccessful. However, if requested additional information is subsequently received, it would be processed and considered accordingly. Concomitant products: 5076-45 implantable pacing lead, implanted: (B)(6) 2013; 6947m55 implantable tachy lead, implanted: (B)(6) 2013. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from name (B)(4) with no information. Date of death was not provided (date of death and date of event on this report is valid for year only). The date of implant to the date of receipt was 3 months. A cause of death and date of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.